Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic/chronic pain') and pelvic adhesions ('binding ovary to pelvic wall') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergy ¿ hypersensitivity"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and nausea ("nausea"). The patient was treated with surgery (on (B)(6)2016 salping. (Bilateral),repeat/multiple surgeries on (B)(6)2018 and removal of scar tissue). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, pelvic adhesions, abdominal pain and dyspareunia had resolved and the hypersensitivity, bladder disorder, urinary tract disorder and nausea outcome was unknown. The reporter considered abdominal pain, bladder disorder, dyspareunia, hypersensitivity, nausea, pelvic adhesions, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: plaintiff received treatment for bladder problems, urinary problems, other injuries/symptom: nausea. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2010: essure confirmation test(s) (unspecified) showed bilateral occlusion. Amendment: the report was amended for the following reason: the event scar tissue was amended to pelvic adhesion. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic/chronic pain') and scar ('removal of scar tissue/binding ovary to pelvic wall') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), scar (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergy ¿ hypersensitivity"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and nausea ("nausea"). The patient was treated with surgery (on (B)(6) 2016 salping. (Bilateral),repeat/multiple surgeries on (B)(6) 2018 and removal of scar tissue). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, scar, abdominal pain and dyspareunia had resolved and the hypersensitivity, bladder disorder, urinary tract disorder and nausea outcome was unknown. The reporter considered abdominal pain, bladder disorder, dyspareunia, hypersensitivity, nausea, pelvic pain, scar and urinary tract disorder to be related to essure. The reporter commented: plaintiff received treatment for bladder problems, urinary problems, other injuries/symptom: nausea. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) showed bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received : previously reported event of "injury" nos was replaced with pelvic pain,chronic. New events added - pain ¿ dyspareunia (painful sexual intercourse), abdominal pain, allergy ¿ hypersensitivity, bladder probs., urinary problems, nausea, removal of scar tissue/which was binding ovary to pelvic wall. Event outcome was added for the events: pelvic pain, abdominal pain, dyspareunia, removal of scar tissue/which was binding ovary to pelvic wall. Lab data and reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.